Event description:
It has been reported to philips that the system did not boot up completely. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the reported event. The issue occurred during morning check-ups. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up completely. The philips field service engineer (fse) visited onsite and upon functional testing, the fse troubleshot the suite pc and found that there was no led light on the left side of the computer. The fse found that the memory and hard drive were bad, and the suite pc needs to be replaced. The defective suite pc was returned for analysis, and it confirmed failure of the hdd bay. To resolve the issue, fse replaced the suite pc and loaded software and license file. After replacement and installation of software, the system was returned to use in good working order. This reported issue is not related to ongoing fsca. The codes were updated based on the investigation outcome.